Event description:
Info received in 2003, from the pt indicates "on 4th antibiotic to correct this problem of infection. Scrotum is so sore, it hurts all day." In 8/2003 again pt complain of "aching constantly... Had a lot of soreness and tenderness in my scrotum and still have that numbness in the head of my penis."